Event description:
An olympus engineer reported that when checking the camera control unit on-site, prior to a demonstration procedure, the device exhibited error code e117 (camera control unit malfunction error) when starting the device. The subject device is an olympus demonstration unit. The intended procedure (general abdominal surgery) was completed using another similar device. There was no delay in the procedure. There was no report of patient or user injury due to the issue.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the error code e117 (camera control unit malfunction error) could not be confirmed. There was no fault found with the device after a week of testing. The device was returned to the demonstration sales team without repair. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s400 instruction manual. 9.2 troubleshooting guide. Code: e117. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.